Event description:
It was reported that patient underwent total hip arthroplasty in 1997. Subsequently, the patient was revised in 2009, due to a cyst formation and the head component was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. The part and lot number information needed to review device history records was unavailable. No further information was provided or has been reported to date.manufacturer - unknown, cannot be confirmed as the part number and lot number were not provided.expiration date - unknowndate implanted - implanted in 1997.device manufacture date - unknownthis report filed august 25, 2009.